Event description:
(B)(4). Chronic pain, heavy bleeding, bloating, hair loss, tube didn't block couldn't rely on this as birth control. Photo is night before surgery, 1 week after hysterectomy, 2 weeks post op.